Event description:
The customer reported erroneous high patient result for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on their dxc 700 au clinical chemistry analyzer. The patient results were reported out of laboratory and later they were amended. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown. Customer provided one (1) example of patient result.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and determined multiple parts malfunctioned. The fse replaced the ise (ion selective electrode) tubing, roller tubing syringe, reference electrode, reference solution valves, cleaned sample pot and adjusted buffer dispense nozzles to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event. However, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Beckman coulter internal identifier is (B)(4).